Manufacturer narrative:
(B)(6) 2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Ended up finding the ripped off outer layer of a tampon inside me - vagina [foreign body in reproductive tract]. Outer layer ripped off tampon [device breakage]. Consumer contacted via e-mail and stated that she ended up finding the ripped off outer layer of a tampon inside of her. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Ended up finding the ripped off outer layer of a tampon inside me - vagina [foreign body in reproductive tract]. Outer layer ripped off tampon [device breakage]. Case description: consumer contacted via e-mail and stated that she ended up finding the ripped off outer layer of a tampon inside of her. No serious injury was reported.